Event description:
It was reported that during an open ileus procedure, it was found that the proximal end of the reported sr75 was damaged when the sr75 was loaded into a ntlc75. It was unknown when the cartridge was damaged. The cartridge was not used for the patient. No pieces fell into the patient. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - cartridge damaged the analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and the batch had no anomalies noted during the manufacturing process.